Event description:
It was reported, the patient's scs ipg battery is depleted and the patient does not have stimulation therapy. The patient stated, she has contacted her physician and would like to have her scs ipg replaced. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.